Event description:
The customer reported that in the medical department, the device was set to deliver 535ml of ivpb vancomycin at a rate of 267.5ml/hour. A brand new normal saline carrier bag of 250ml was hung as the primary infusion to run at 20ml/hour, with a volume to be infused of 20ml. The device's alarm went off after 1.5 hours. On inspection, the device had run out all the vancomycin and all the normal saline for a total volume of 785ml in 1.5 hours. There was no patient harm.

Manufacturer narrative:
Admitting diagnosis of sepsis and lung cancer. The customer¿s experience with an over infusion of vancomycin and normal saline was not confirmed in the pcu event log or replicated during testing. During physical inspection dried fluid residue was observed on both male and female iui, with corrosion forming on the contacts of the female iui. The pcu event log confirmed a primary infusion of drug ID 3 (IV fluids) with a secondary infusion of drug ID 616 (vanco > 1-2kg). On (B)(6) 2018 at 1:21 am. The source pump module infused for approximately 1.5 hours and stopped when the device alarms for ¿air in line¿. The pump module is then channeled off. Total volume infused was logged as approximately 400 ml. It could not be determined why the infusion was stopped sooner than it should have been. Testing performed on the source pump module found the device to be within specification. The inspection of the pumping mechanism found no anomalies. The IV tubing was not returned for investigation. The root cause of the customer's report was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the medical department, the device was set to deliver 535ml of ivpb vancomycin at a rate of 267.5ml/hour. A brand new normal saline carrier bag of 250ml was hung as the primary infusion to run at 20ml/hour, with a volume to be infused of 20ml. The device's alarm went off after 1.5 hours. On inspection, the device had run out all the vancomycin and all the normal saline for a total volume of 785ml in 1.5 hours. There was no patient harm.